Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation on 07/28/2016. A DHR review for s/n (B)(4) found no previous complaint related to this event. During the visual inspection damage to the front enclosure was observed. During the archive data review multiple user advisory (ua) 34 (encoder failure) and ua27 (encoder fault (less than 3000 rpm)) occurred on (B)(6) 2016. The device failed during functional testing, the device displayed ua 27 within 15 minutes of test compressions. In summary, the reported complaint of the device displaying user advisory 27 was confirmed during the archive data review and during functional testing. Also during the archive review multiple ua 34 was observed. The device failed functional testing. The failure of the device was due to the defective encoder gearbox, which was replaced to remedy the reported issue. Unrelated to the reported complaint, the front enclosure was also replaced. The device passed final functional test criteria.

Manufacturer narrative:
The autopulse platform was returned to zoll on 07/28/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported during patient transport, the autopulse platform s/n: (B)(4) displayed a user advisory 27 (encoder fault (greater than 3000 rpm) error message. There are no patient information available.